Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned with the introducer for analysis. A slight kink on the gold connector section was noted on the pusher. High resistance was noted on the pusher, and failed the four way v-grip continuity test. Further evaluation revealed that the pusher was stretched out from the pet transition, and intertwined over the lead wires. Based on the available information and evaluation of the returned device, the complaint of a broken pusher can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that multiple attempts were made to detach the embolization coil in the aneurysm; however, the coil did not detach. During withdrawal, the coil detached inside the aneurysm, and the pusher was noted to be broken. The coil was left implanted in the patient. There was no reported intervention or patient injury. The patient was reported to be fine.